Manufacturer narrative:
Additional information: through follow ups the following information was obtained: the post op exam on (B)(6) 2021 went well. The patient's vision is good and without disturbances. The patient has a very small pupil so the decision is not to explant this intraocular lens (iol) at this stage. The reason for this is the patient's age and the fact that the patient is satisfied with the vision. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. The smartload cartridge was evaluated under magnification and viscoelastic residue was found in the cartridge and lens module. The cartridge presented with no issues. A customer provided photo that was evaluated by a subject matter expert. The photo showed a pseudophakic eye and a discontinuity in the lens (lens was observed to be damaged/cracked in the periphery of the optic). The root cause and potential clinical impact of the observed phenomena cannot be determined from a picture assessment. The complaint issue could be confirmed, based on the received photos; however, based on the fact that the manufacturing process contains the controls to identify and discard units with the defect reported and that the lens was not received, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search was performed and there are no nonconformance related to this production order (po). During the record review for this production order, the miq (measurement iol quality) process was also reviewed. The lens was processed and inspected according to established procedures. No deviation was found during processes related to the complaint issue reported. A search revealed that no additional complaints were received from this production order. Conclusion: based on the limited information provided; it was not possible to determine an indication of a product malfunction or quality deficiency. There were no safety signals for similar reports from our post market surveillance activities. Subsequently, it is not required to initiate a nonconformity report, or escalation. Johnson and johnson surgical vision will continue to monitor the reported issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown not provided as per local policy. If explanted, give date: not applicable, lens remains implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol) surgeon noticed a crack/missing piece of the lens in the periphery of the optic. There was a 20 minute delay in the procedure. Through follow ups it was confirmed that the patient was not experiencing any issues. Patient is being monitored. No further information available.